Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa25, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for an lxa25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer attempted to follow up to retrieve additional information on the event, but no further information has been received to date. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, based on the document review performed, no manufacturing no sterilizations deficits were identified. It should be noted that endocarditis is listed as a potential adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed that a patient who received a mitroflow lxa25 in 2014, experienced endocarditis (date or timeline of the event is unknown). Based on the information received, the device was reportedly explanted.